Event description:
It is reported the devices were implanted in 2002. The stem was initially implanted with excellent proximal support, but subsequent osteolysis from around the body section resulted in loosening at this site. The pt developed acute pain to his left hip. The stem was revised five years later, and fracture of the stem was noted during surgery. The pt died shortly after surgery.

Manufacturer narrative:
Evaluation summary: patient details are not known. Connection between patient death and revision could not be established. Exact cause for current situation is not known. No product or x-rays were returned for evaluation. Device history records are intact and conforming indicating the devices were manufactured to specification.